Event description:
Revision surgery performed, insert worn and polyethylene beginning to fragment on articulating surface.

Manufacturer narrative:
Non-destructive visual eval was performed, the articulating surfaces of both condyles of the insert showedareas of burnishig, delamination, pitting and amber discoloration. There were no apparent material or mfg defects noted. Jjpi considers this file closed.